Event description:
The customer reported that on (B)(6) 2011, three t-uptake patient results equaling 0 (zero) % were generated on the olympus au600 clinical chemistry analyzer. The customer indicated that this issue has occurred intermittently in the past. No details of previous events were provided by the customer. It is unknown as to whether these results were same-patient results, or multiple patient results. Actual patient data was not provided by the customer. The three t-uptake results were reported outside of the laboratory. It is unknown as to whether there was a death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that they replaced the reagents in response to this event. The customer indicated that there were no problems with other enzymes or analytes and that the instrument's photocalibration results met specifications. No specific patient information, sample collection/handling information or system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011. The field service engineer (fse) evaluated the instrument. No hardware issues were noted. The fse replaced the onboard reagents, and performed calibration and quality control assessments which both yielded acceptable results. No instrument failure was detected. The instrument performed to specifications.